Manufacturer narrative:
Additional information: h6, h11: h11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap transfer set leaked when ¿the rotating head was opened between the blue and white¿. This occurred while performing peritoneal dialysis therapy described as ¿when the interconnection set was opened during drainage, it leaked into patient hand¿. The transfer set was replaced. There was no report of patient injury or medical intervention associated with this event however, prophylactic antibiotics were given to the patient. No additional information is available.